Manufacturer narrative:
(B)(4). Date sent: 4/26/2017. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device did not close correctly. Procedure was completed with another device of the same product code. There were no patient consequences reported.